Event description:
It was reported that bd cathena 20gx2.00in winged bc safety shield activation failed (catheter). I would like to leave you a complaint about cathena (attachment). The safety mechanism did not activate and got stuck at the base of the needle. Therefore, the needle was hazardous. This has happened before as well (previous complaint number (B)(4) ).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the returned photo, observed that the safety mechanism was not activated. However, unable to evaluate from the photo whether there is safety activation component failure/damage that resulted in the safety activation failure as the actual sample was not returned. As current control, there are outgoing functional test and in-process functional test to check and detect safety activation failure.

Event description:
I would like to leave you a complaint about cathena (attachment). The safety mechanism did not activate and got stuck at the base of the needle. Therefore, the needle was hazardous. This has happened before as well (previous complaint number (B)(4)).

Event description:
I would like to leave you a complaint about cathena. The safety mechanism did not activate and got stuck at the base of the needle. Therefore, the needle was hazardous. This has happened before as well (previous complaint number (B)(4)).